Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient "frequently" (no further information) experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency and duration not reported). Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.